Event description:
It was reported that this left ventricular (lv) lead exhibited high outputs due to high pacing threshold measurements, along with loss of capture. This lv lead was surgically abandoned and replaced with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.